Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the x-ray provided. The distributor reported that a screw backed out of a sternalock 360 plate. It was also reported the screw was identified in a x-ray a few weeks postoperatively during a follow-up and there are no plans to remove/replace the screw. The distributor provided a x-ray. Upon review of the x-ray it can bee seen that the screw is backed out of the plate completely and is loose in the body. No additional factors can be determined due to poor quality of the image. The product remains implanted. No product was returned and no functional tests or inspections could be performed. Based on the information and x-ray provided, it could not be determined what caused the screw to become loose. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are no indications of manufacturing defects. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
During a follow up conversation regarding the event reported in 0001032347-2017-00706, the sales associate reported there were two other patients who also had a screw back out; no dates or patient information is known. The third event is reported in 0001032347-2017-00732. The warnings in the package insert state this type of event can occur. The product remains implanted into the patient and therefore will not be returned. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported a screw backed out of a sternalock 360 plate post operatively. The sales associate confirmed that there are no plans to remove the screw. The sales associate advised that during the original procedure, the surgeon used a manual screwdriver to lock the screws and felt they obtained bi-cortical fixation. More information was requested but has not been received.

Manufacturer narrative:
(B)(4).